Event description:
It was reported that the patient experienced high blood glucose event of 17 mmol/l for three to four hours which was treated with pump correction and there was insulin flow blocked on second day of insertion in the leg due to the infusion set cannula was bent on (B)(6) 2026. The infusion set was in used for two days.

Manufacturer narrative:
E1: patient country: bahrain name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.